Event description:
It was reported that leakage occurred after attaching the bd phaseal¿ protector p53j to the cisplatin vial. The following information was provided by the initial reporter, translated from japanese: "this report is about leakage after attaching the protector. Leakage was confirmed after installing the cisplatin protector (p53j). An investigation was requested regarding the leak point and connection part. The protector was connected manually.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector assembled onto the vial was provided to our quality team for investigation. The product was visually inspected, the protector was verified to have penetrated the vial stopper properly and no damage or other defects were observed on the protector or any of the device components. Functional testing was performed, no leak between the protector and vial was observed. A device history review was performed for reported lot 2112109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is likely the protector was not properly attached, resulting in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred after attaching the bd phaseal¿ protector p53j to the cisplatin vial. The following information was provided by the initial reporter, translated from japanese: "this report is about leakage after attaching the protector. Leakage was confirmed after installing the cisplatin protector (p53j). An investigation was requested regarding the leak point and connection part. The protector was connected manually"